Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.2mm, vticm5_13.2, -12.00/3.0/093 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. On (B)(6) 2021 the lens was repositioned and the this resolved the problem. Cause of the event is reported as unknown. Reportedly, "patient is happy". H6 - health effect impact code reported as 2199 - updated/changed to 4629 h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Db6 date: lens not explanted. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens, into the patient's left eye (os). Refractive surprise, lens rotation not associated to low vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.